Manufacturer narrative:
Follow-up #1: date of submission 01/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: a review of the pump black box revealed partially discharged batteries being installed. The pump powered with the returned battery cap. The battery cap was able to fully tighten however it was found that the coin slot was damaged. The battery compartment was also found to be cracked below the grip pad. The current draws were within specifications. A ¿battery life¿ was not duplicated during investigation. The pump case was removed and there was no evidence of moisture of loose components inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery cap top was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.